Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as misuse/mishandling the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/20/2025, it was reported by a sales representative via (B)(4) that an abs-10063 angel cprp processing set had a hole in the tubing which prevented proper blood flow. The device began squeaking and displayed an error message indicating an inability to draw blood into the chamber. This was discovered during the case with no patient harm.